Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as fold flaw opening. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Brown particles were observed on the shell. Brown particles were observed on the gel. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV and textured implants. Healthcare professional later reported left side rupture discovered during explant surgery. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.